Manufacturer narrative:
Evaluation codes: conclusion: off label use ¿ (angulated neck) device evaluation: the devices were explanted during surgical conversion due to a ruptured aaa of unknown cause. The patient was originally treated for a 70 mm diameter aaa; post-operative CT at 1 week did not show any endoleak. Due to the patient¿s decreased renal function only non-contrast CT¿s were performed at later follow-ups to monitor the size of the aneurysm. It was reported that the aaa size increased to 72 mm at the 3-year follow-up. More recently, the patient complained of a backache for about a month until the pain became stronger at which time an aaa rupture was confirmed and the patient was immediately hospitalized to undergo an emergency surgery. The aaa diameter at the time of the rupture was 76 mm. Laparotomy was performed to examine the condition of the thrombus within the aneurysm, and blood could be aspirated from the aneurysm sac. After thrombus within the aneurysm was completely removed, a slight blood leak was found from a small hole on the bifurcate just above flow divider. The section of the stent graft fabric containing the endoleak (hole) was removed by the physician, the devices were partially explanted, and the surgical conversion was successfully completed. The bifurcate was returned transected proximally just above the flow divider; between stent rings 4 ¿ 5. The majority of the bifurcate aortic body including the suprarenal stents were not returned; thereby limiting the extent of the examination. A small (13mm x 3mm) cut section of fabric surrounding a small hole (seen during the laparotomy) was also returned. The stent graft limbs were all transected ~4 cm, 7 cm below the level of the gate; the distal portions of the contra limb extension and ipsilateral limb were also not returned. The small cut section of fabric removed where blood was found leaking during the laparotomy, reportedly located just above the level of the flow divider, was found to contain a 0.9 mm x 0.6 mm fabric hole. In addition, a 1.0 x 1.0 mm area of weave separation was seen between the hole and edge of the surgically cut fabric. Scanning electron microscope (sem) imaging was performed on this hole, and analysis determined that the most likely failure mode was fabric wear due to abrasion; bundles of graft fabric show partially worn material adjacent to worn through areas. The exact cause and source of the abrasion could not be determined. The precise location of the hole which was cut away from the returned bifurcate is unknown, and films post-implant were not available for review; therefore, the in-vivo location of the hole relative to the aortic body stents and aortic anatomy is unknown. It is possible that the abrasion was caused by stent ring wear or vessel calcification, which may have been exacerbated by stent graft angulation and/or stent ring overlapping. The returned pre-implant drawing and photographic images from a CT revealed that the proximal neck was sever ely angulated (~90°) and calcified. Near the bottom of the 33 ¿ 38mm length proximal neck, the neck diameter narrowed down to 16 mm and was sharply angulated into the aaa. Implanting the stent graft into this anatomical location may have contributed to the abrasion hole. Although it is possible that this hole may have been the source of a type iii fabric endoleak which led to the aaa rupture, this potential endoleak may not have been active ¿in-vivo¿. It is possible that the hole may have been ¿covered¿ in-vivo within the neck. It is also possible that removal of thrombus from the aaa sac as reported during the laparotomy, as well as stent graft manipulation and administration of heparin, may have all led to the observed blood leaking from this hole. Two areas of fabric weave separation were also observed on the bifurcate near the level of the flow divider at the contra limb origin. The cause appeared most likely due to stent abrasion from two of the underlying contralateral limb proximal stents which were near the holes. Although one of the tears appeared most likely ¿covered¿ by tissue, the other larger tear, measuring 1.6 mm length x 0.2 mm wide, may have been the source of a type iii fabric endoleak and contributed to the aaa rupture. A small tear/puncture was also observed on the distal end of the bifurcate limb; however, the hole was covered by the underlying ipsi limb extension and therefore was likely not clinically active. Other than the limb transections and an observed burn hole, no other device integrity issues were observed. The exact cause of the aneurysm rupture could not be determined from the returned devices and clinical information provided. In addition to a possible type iii fabric endoleak from 2 sources, it is also possible that implanting within the angulated and calcified proximal neck may have contributed to a potential proximal type I which then led to the aaa rupture. Since the majority of the bifurcate aortic body was not returned, a complete evaluation of the bifurcate could not be performed to help determine the cause of the rupture. Internal film review: review of multiple pre-implant photographic images from a CT (dec 19, 2013 study date) and a planning drawing revealed that the patient had a 72mm max diameter infrarenal aaa. The proximal neck was severely angulated; measuring ~90° lt-rt (off label) and 50° a-p relative to the distal aorta, and was dotted with calcification. The neck diameter measured 25mm just below the renal arteries, and ranged in diameter from 26 ¿ 24 ¿ 21 along the 33mm neck length. At the bottom of the neck which was acutely angulated relative to the aaa, the neck diameter was noted as 16mm and appeared extensively calcified. The calcified distal aorta measured 24 x 12mm in diameter. The common iliac arteries were moderately calcified and minimally tortuous; bilaterally. The rcia ranged in diameter from 14 ¿ 12mm along the 34 mm length, and the lcia ranged in diameter from 13 ¿ 15mm along the 39mm length. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 70x67 mm diameter abdominal aortic aneurysm. The 1 week post-op follow up CT did not show any endoleak. The patient¿s renal function was decreased and there was no endoleak then, only non-contrast CT was performed at later follow-ups to monitor the size of the aneurysm. The patient presented complaining of chest pain. The patient was diagnosed with angina and pci was performed. After the pci, the patient was placed on medication. An additional pci was performed and the aneurysm was 71×67mm, 72×68mm, and 76×74mm (at the time of rupture). The latest follow-up CT was performed and the non-contrast CT scan image then showed a rapidly expanded aneurysm. It was reported that the patient had a backache for about a month but had not paid much attention to it until recently. The patient felt that the pain became stronger and came in to the facility. Aneurysm rupture was confirmed and the patient was hospitalized immediately to undergo an emergency surgery. The patient¿s condition was stable, and laparotomy was performed to examine the condition of the thrombus within the aneurysm. The aneurysm of the ventral side was punctured and it was not thrombosed but blood could be aspirated. The dorsal side of the aneurysm was completely thrombosed. The thrombus within the aneurysm was completely removed, and then slight blood leak was found, from what looked like a small hole at the graft just above flow divider. That part of the stent graft was explanted (partial explant) and blood vessel prosthesis implanted. The procedure was successfully completed. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.